Manufacturer narrative:
Insulin gauge- unable to confirm the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple (cartridge alarm 19) with multiple cartridges when attempting to deliver a bolus. Reportedly, the customer's blood glucose level (bg) level elevated to 250 mg/dl. A correction bolus was delivered to address bg level. In addition, the customer felt that the fill estimate was inaccurate. During troubleshooting with tandem technical support, the customer filled a new cartridge with 160 units of insulin, and the insulin gauge displayed an accurate fill estimate of over 120 units. It was confirmed that the customer will use manual injections as alternate insulin therapy.